Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of unchanged mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 two mitraclip xtrs were implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 1. Two days later, on (B)(6) 2018, the patient had mr of grade 3. The mr increase was not related to the mitraclip, but the customer was unable to confirm stability of the implanted mitraclip. No additional information was provided.